Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer reported refilling and reusing cartridge. Customer was educated that cartridges are labeled as single-use products per the tandem user guide. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to customer's blood glucose.